Event description:
When prepping vaccine staff applied the needle to a pre-filled syringe. When administering the vaccine, staff placed the needle in the patient and pushed the vaccine but instead of going into the patient's arm it came out of the side of the needle or syringe and hit the patient in the head. Reference report: mw5117033.